Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. According to the evaluation result by olympus local service center, it was found that the reported failure phenomenon could not be reproduced and there was no abnormality. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on an evaluation result so far, it was surmised that the reported failure phenomenon was attributed to other than the subject device. The cv-290 instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a flexible sigmoidoscopy with endomucosal resection, the subject device was used. In the procedure, the image on the monitor dropped out and a checkerboard effect image was observed on the monitor. The user replaced an endoscope with another endoscope and the connection between the subject device and endoscope was checked. Consequently, it appeared that the failure was resolved and the user continued the procedure. However, a few minutes later the same issue re-occurred. The user determined this was an issue with the subject device. The patient was moved to another procedure room and the user completed the intended procedure with another olympus video system center (260 series). There was no patient injury reported.